Event description:
A gore propaten vascular graft was implanted in a common femoral to the anterior tibial bypass procedure. Approximately 23 days post implantation, a thrombectomy was performed in the left inguinal area. At an unknown date, an infection was noted at the site of the incision prior to graft implantation. In early 2005, the patient expired due to sepsis. No further information will be available.